Event description:
It was reported that the patient presented remotely via (B)(6). Upon review, it was found that patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and post-sensed t-wave oversensing. No intervention was performed. The patient was stable.